Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, d10, g3, g6, h2, h4, h10 h11. D10. Durasulâ®, alpha insert, hooded, hh/32 item# 0100013508 lot# 3216392 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that during a hip procedure the liner coming loose from the cup. No harm to patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Durasulâ®, alpha insert, hooded, hh/32 item# 0100013508 lot# unknown. G2. Report source: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected the reported products were returned to the product surveillance team for examination. The allofit shell shows signs of usage in the form of scratches within the non-seating surface of the shell. There is some bone residue on the seating surface of the shell. The seating surface of the liner shows at minimum three pairs of imprints from the anchoring pins of the allofit shell, indicating multiple liner impaction attempts. Additionally, the liner shows damages in the form of scratches and slight deformation throughout as well as on the rim. The peg of the liner is deformed and close to non-existent. The polar plug of the allofit shell shows signs of usage. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. Per surgical technique: "bone or soft tissue remnants must not overlap the edge of the titanium shell as they may prevent the liner from snapping into position." Additionally, it is stated that "if the polar peg is deformed, it will not be possible to anchor the liner correctly." Based on the available information, the reported event can be confirmed. The peg deformation is possibly due to contact with the rim of the shell¿s pole plug; this points to a possible sub-optimal initial positioning of the insert in the shell prior to impaction. However, based on the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.